Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was delayed in responding to the customer's input, and that it required multiple presses with added force in order to activate the pump display. The customer's blood glucose level was 125 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.